Event description:
Procedure performed: adrenalectomy event description: [hospital] "the clip did not come out." Additional information was received via email on 07may2026 from [name], amk regional sales manager. "The clip was loaded into the jaws. It's unknown what model/size trocar was used. They were informed that it did not work from the beginning. The issue did not occur again after using a new product. It's unknown whether it was properly seated when the clip was loaded and visible between the jaws of the device. It's unknown whether the clip was loaded into the jaws prior to instrument's insertion/removal through the trocar. It's unknown whether the loaded clip was manually removed from the jaws. It's unknown whether the trigger could be easily and completely actuated or whether there was any resistance in trigger actuation." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.